Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was successfully implanted, using small flexnav delivery system. The final implant depth was 5mm (non-coronary cusp) and 5mm (left-coronary cusp). The patient was presented with sinus rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2023, abnormal electrocardiogram was observed, and the patient was diagnosed with a heart block. On (B)(6) 2023, a permanent pacemaker was implanted. The patient required prolonged hospital stay for monitoring of rhythm.

Manufacturer narrative:
An event of heart block was reported. A returned device inspection could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum and the final implant depth of valve was 5 mm. It was also indicated that the patient have sinus rhythm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the reported incident could not be conclusively determined. However, it could have caused due to implant depth.